Event description:
A nurse injured their back when attempting to remove the bed from the trend position.

Manufacturer narrative:
The hill-rom field investigation found the trend gas springs would not assist when the bed was put into trend. The trend gas springs were replaced to repair the bed. Upon completion of the field investigation, the service technician found that no injury occurred. The facility was concerned that an injury could occur when removing the bed from trend without the trend gas springs assisting.